Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a fortrex hp pta balloon catheter with a 7fr non-medtronic sheath and a 0.035 non-medtronic guidewire during treatment of a fibrous lesion in the patients left mid brachial artery (arteriovenous fistula). Moderate vessel tortuosity and moderate vessel calcification were reported. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. A medtronic everest 30 inflation device was used. Saline inflation fluid was used. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. A pin hole balloon leak was noted during balloon inflation at 20 atms. The balloon did not detach during event. Another brand of balloon was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. The device was flushed, and a 0.035¿ guidewire from the lab was loaded through the tip and exited through the luer. The balloon was inflated to its rated burst pressure (rbp) of 20atms but the balloon could not hold pressure. A visual inspection found water leaking out through the inner lumen/tip indicating a leak between the inner and outer lumen. Image analysis: the customer returned two device images and one procedural image. Images 1 and 2 show the inflated balloon. There is no evidence of a leak. Image 3 shows a procedural image of the inflated balloon in the patient¿s vasculature. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.